Manufacturer narrative:
Insulin pump received with damage case on reservoir tube lip, case and motor assembly cause by dog chews. Insulin pump had minor scratches on lcd window, cracked and missing end cap.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4).

Event description:
It was reported by the customer's mother, that the customer's dogs damaged the insulin pump. Advised to discontinue use of the insulin pump. No additional information was provided.